Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the she experienced a low blood glucose level of 40 mg/dl. She treated her blood glucose level with 15 grams of carbohydrates. The customer had issues with the sensor. The device was not returned.